Event description:
It was reported that the patient presented for an atrial lead revision procedure. The lead exhibited false automatic mode switch episodes due to over-sensed noise, undersensing, and low pacing impedance. The lead was explanted and replaced. The patient was in stable condition.